Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. No failed batt test alarms or unexpected insulin flow block alarms noted during testing. Unit's audio levels were tested and functioned properly at every level. Unit's vibration was turned on and off and functioned properly. Unit was successfully downloaded using thump software and uploaded to carelink. Confirmed no delivery (7) on (B)(6) 2024 14:34:53.000 and (B)(6) 2024 16:16:29.000 both during bolus. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, and scratched case. In summary, customer's concern for no delivery/occlusion alarm, failed batt test, and audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm, failed batt test, damage (physical or cosmetic), and an audio/vibrate anomaly/absence of an alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-398a, and mmt-332a. The troubleshooting was not performed, and the customer reported the pump was dropped/bumped and/or the pump had possible physical or cosmetic damage. The customer reported receiving a battery-failed alarm. The customer reported an insulin flow-blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l. No product return is required for mmt-398a. No product return is required for mmt-332a.